Manufacturer narrative:
The hakim valve was returned for evaluation. DHR - product code 82-3015, with lot 370141, conformed to the specifications when released to stock UDI : (B)(4). Manufacturing date 9th april 2019. Expiration date 31st march 2024 failure analysis - the valve was visually inspected: a tear/cut was noted by the distal connector. The valve was flushed, passed the test no occlusion was noted, leaked from the tear/cut in silicone housing. The valve was leak tested: leaked from the tear/cut in the silicone housing. The valve was reflux tested; the valve failed the test due to tear/cut in silicone housing. The valve passed the test for pressure. The root cause for the problem reported by the customer, was probably caused by wrong handling or a sharp or pointed object coming into contact with the silicone housing, as noted in the IFU silicone has a low cut/tear resistance. Between 05nov2019 and 30jun2020, approximately 2,200 mdrs submitted electronically by integra lifesciences via trackwise, integra's complaint handling system, were not received by cdrh due to a computer system issue. Within this time period, an error with integra's middleware, which facilitates communications between trackwise and the FDA system, caused the complaint records to close and indicate we had received an acknowledgement 3 from the FDA when we had not. Integra interpreted the acknowledgement as a successful submission; however, subsequent investigation revealed the acknowledgement 3 received was from our middleware and not from the FDA (these acknowledgements have been retained as part of the documentation of the MDR). The malfunction was related to the relocation of the trackwise application to a new data center during the transition of integra's corporate headquarters from plainsboro, nj to princeton, nj. Previously, integra had been successfully receiving acknowledgements 1, 2, and 3 from the FDA, and our records reflect these acknowledgements, including the date and time stamps. CAPA pr 229048 and nc 20-011 have been opened by integra to further investigate the nonconformance and develop a corrective action plan. The middleware error has been corrected, and integra has filed mdrs since the correction and verified that the appropriate acknowledgements have been received from the FDA. Integra is resubmitting all impacted MDR reports for the time period 05nov2019 through 30jun2020. Integra lifesciences contacted (B)(4), director of regulatory programs, office of product evaluation and quality and (B)(4), assistant director, MDR team, office of product evaluation and quality on july 8-9, 2020 to report these issues regarding MDR reports.

Event description:
N/a.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported that during the implantation of a hakim valve (ID 823015 - hakim prec valv w/pc - hi.), they noticed fluid leaking past the valve. The valve was replaced and inspected; found it was ¿chopped, cracked at the bottom¿. The valve didn¿t have any signs of damage when it was opened. The event led to more than 30 minutes surgical delay.